Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the manipulator wire was broken. The catheter manipulator wire was bent. Visual analysis of the catheter indicated damage during use. The analyst noted the distal end is not working when the black handle rotated as received. Disassembly the deflection knob and confirmed that the deflect wire was kinked and broken. It could over rotate during use. The wire appears twist to be kinked and fractured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter deflection mechanism did not work.  The catheter was replaced.  No patient complications have been reported as a result of this event.